Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No root cause as the complaint allegations were unconfirmed. No problem was found with the screw part 1419665 as the material composition does not contain nickel therefore it could not be causing the allergic reaction due to the alleged nickel allergy of the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implanted : 2000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01446.

Event description:
It was reported by the patient that they underwent a foot surgery. Twenty-one years later, the patient is experiencing severe allergic reactions. Dermatologist believes it is possibly from the implants used in the foot surgery. Attempts have been made and no further information has been provided.